Event description:
Clinical trial. It was reported that five months following a coronary artery stenting procedure, the patient developed in-stent restenosis. The patient presented for treatment with an acute myocardial infarction. The index procedure treated a 3.3x7.2mm, de novo lesion of the proximal lad (left anterior descending) with 100% stenosis using predilation and a 3.5x16mm express2 bare metal stent resulting in 0% residual stenosis. The patient returned in 2006 and in-stent restenosis as diagnosed by angiography. It was also reported that the patient required urgent replacement of a stenotic aortic valve due to recent cardiac decompensation. In the following month, the patient was admitted for a planned CABG (coronary artery bypass graft) combined with reconstruction of the stenotic aortic valve. The site reported the reason for CABG was the "premature" restenosis of the express2 bare metal stent. The patient was discharged 23 days post procedure in "healthy" condition. The investigator assessed this event as possibly related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.